Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
It was reported that (B)(6) states that the patient presented with a fracture and decided to remove primary component and implant restoration modular.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a 132 size 9 secur-fit advanced stem was reported. The event was not confirmed. The device was not returned for evaluation. A medical review was not performed because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that dr. (B)(6) states that the patient presented with a fracture and decided to remove primary component and implant restoration modular.